Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician believed the patient may have received inappropriate therapy for arrhythmia in the ventricular tachycardia (vt) zone. A magnet was placed over the implantable cardioverter defibrillator (ICD). The ICD remains in use. No further patient complications have been reported as a result of this event.